Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/05/2016 with the following findings: during testing, it was observed that the battery compartment was cracked .and there was moisture observed in the compartment. A leak test was performed and failed due to the battery compartment leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment that contained moisture. This report is made based on results of investigation completed on 10/05/2016.

Manufacturer narrative:
The follow was included in the investigation in error in the initial report and should be excluded ¿ ¿a leak test was performed and failed due to the battery compartment leak.¿ there were no leaks found at the battery compartment and the leak test passed in this investigation.